Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the pump had been alarming ¿no disposable pump won¿t run.¿ the alarm had been silenced, the pump settings had been reviewed (res vol 8.3 ml, cont rate 1.8 ml per hour, vol given 73.75 ml), and the pump had been powered off. No patient harm had been reported. The event occurred while in use with a patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.